Manufacturer narrative:
The reported inability to remove the lock line was confirmed in testing environment. Furthermore, knots on the lock line were observed. The reported complete clip detachment could not be replicated in a testing environment as it was related to patient/procedural conditions or operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, reported inability to remove the lock line appears to be due to the observed knotted lock line. A cause for the knotted lock line could not be determined in this incident. The reported complete clip detachment appears to be a cascading event of reported inability to remove the lock line. The reported foreign body in patient and embolism are results of the inability to remove the lock line. The reported adverse event of foreign body in patient and embolism as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the inability to remove the lock line resulting in the clip embolizing and left in the patient. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the mitral valve. During deployment, resistance was met with the lock line and it could not be removed. The clip was able to be deployed however post deployment, the clip inverted with the grippers down and completely detached from the leaflets and embolized. The clip was able to be brought back to the right common iliac vein while attached to the lock line however the clip could not be removed and remains in the patient. Two additional clips were implanted however the mr could not be reduced and remained at 4. No additional information was provided.